Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged as a usb cable would not remain inserted into the pump usb port. Multiple cables were attempted without success. There was no impact to the customer's blood glucose level. It was indicated that the customer had a backup pump available for alternate insulin therapy.